Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported possible deflation. Record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted and replaced. Healthcare professional reported "malposition, lateralization and bottoming out of the right implant" and "right saline implant removed intact".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, h11. Reason for reoperation: suspected right side deflation, found intact; "malposition, lateralization and bottoming out of the right implant".

Event description:
The device has been explanted and replaced. Healthcare professional reported "malposition, lateralization and bottoming out of the right implant" and "right saline implant removed intact".